Event description:
Heartmate 2 presents with hemolysis (lactate dehydrogenase (ldh) peaked at 1300, plasma hemoglobin 283, + hemoglobinuria) in the setting of international normalized ratio (inr) 2.5, aspirin and persantine therapy. No evidence abnormal pump function was observed in log files or waveforms. Aortic valve was closed on echo. Decision made to pursue dual antiplatelet therapy + coumadin. Escalated plan to pursue heart transplant candidacy.